Event description:
On 10/30/2023, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled reamer sleeve and an ar-9676 angled reamer were bound together. This was discovered after a case, and had no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation notes ar-9676 had nicks on the edges around both ends of the shaft and strong circular abrasion marks around the outside diameter of the shaft. Functional testing with the mating part ar-9597-10 returned revealed that the devices did not rotate freely due to the damage around both devices. Ar-9676 and ar-9597-10 were received separately. The most likely cause for the reported failure can be attributed to user error of the device due to interference with the mating instrument.